Event description:
It was reported to gems that when the technologist rotated the tube after having performed a "cc" view, the column dropped and she pulled the pt out of the way in time. Both the pt and the technologist reported a bruise. Cables, drum and relays were changed at the site and the unit was returned to service.